Manufacturer narrative:
H4 - device MFR date- left blank as the date was unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an ambulatory infusion pump had underdelivered the medication and also displayed error code 45625. The event occurred during infusion to the patient and there was no patient harm reported.